Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant procedure, during loading, the lens was crumpled. It was replaced with a new product, and the surgery was completed safely without harm to the patient. Additional information has been requested.